Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the first ins was moved from his backside to his abdomen because he¿s thin and it was uncomfortable. The patient reported that he didn¿t know when this occurred, but did confirm that it was a separate surgery and not when the ins was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that revision of the first ins did not resolve the reported discomfort. There were no reported complications and no further complications were expected.